Manufacturer narrative:
E1:(B)(6). H3: one device was returned for repair with complaint of a blockage detection failure. Service history review identified no indication that the complaint was related to a service of the device within the view period. Visual evaluation confirmed that the rear housing was deformed, and keypad overlay print peeling. Review of event history did not confirm the reported issue. The occlusion pressure detection level was within the standard. The reported issue was confirmed but the cause could not be determined. Preventively, replaced the downstream occlusion (dso) sensor and the upstream sensor re-calibration.

Event description:
It was reported that there was a blockage detection failure, rear cabinet upper left corner deformation, and button printing peeling. There was patient involvement and unknown patient harm reported.